Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-mar-2026, a facility representative reported via phone that an ar-1288qai-90 final tensioning, the quad tight rope broke during final tension. Graft had to be removed and replaced, no patient harm. Approximately 20¿30-minute delay.